Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with any of the components. The information received indicated the device was short and had a cylinder aneurysm, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, short/aneurysm of right cylinder.